Manufacturer narrative:
Tvt registry the information was received in a de-identified format from a third-party post-implant device registry, the society of thoracic surgeons/(B)(4) transcatheter valve therapy [tvt] registry. Under the terms and conditions of the registry, anonymized patient demographics details and limited details were provided regarding the adverse events and outcomes, including time-to-e vent references in the number of days from the initial device implant procedure for reported observations. The reported event information did not include any device-specific identifying information, location where the events occurred or the specific dates of device implant procedures or events subsequently associated with the device or procedure. Without such information, it cannot be determined if any of these events were previously reported to medtronic or the FDA maude database, or if any devices were returned to medtronic for analysis. The event date reported here and the date of this report is the date the information was received by medtronic. Because the device serial number is not reported, a review of device history records could not be performed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding patient/device events via a third-party post-implant device registry (B)(6). Medtronic received information that 29 days following the implant of this transcatheter bioprosthetic valve an aortic valve re-intervention occurred due to a device fracture. No other adverse patient effects were reported.